Manufacturer narrative:
The rf assure model 200ld-v was received for evaluation. The evaluation confirmed the reported issue of a false positive detection. The investigation isolated the failure to a ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective action has been implemented to prevent this issue through improvements to the design. No patient injuries have been reported with this issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device keeps saying "detecting sponge" when there is no sponge. There was no patient involvement.